Manufacturer narrative:
UDI #: ((B)(4). The manufacturing record review was performed. No non-conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient complained of unexpected and continuing blurred vision post-operative. Patient was seen again on (B)(6) 2015 with improvement to vision, but still significantly out of focus. All testing was repeated with the same results/measurements. It was determined to be myopic surprise. Patient was brought to the operative room for lens exchange of 2 diopters. Additional information was requested but not received.

Manufacturer narrative:
Age at time of event or date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.